Event description:
On (B) (6) 2009, was implanted with an scs system for cervical pain. The patient has a total of two scs systems and several leads. On (B) (6) 2010, two of the patient's leads were explanted. The leads were pressing on a nerve root, resulting in stomach stimulation. The doctor cut the patient's leads and left the terminal ends connected to an extension; which remained implanted in the patient. The patient is now receiving satisfactory stimulation.

Manufacturer narrative:
The model and lot number of the device is unknown. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.